Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that the surgeon was performing a procedure using a low profile distal tibia plate that was not locking intraoperatively. The screw heads do not lock in properly in the plate. There was a ten minute delay and eight screws that were not implanted due to event. There were multiple procedures performed on the patient and this was the only one that encountered an issue. This is report 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation - the 2.7mm/3.5mm variable angle ankle trauma system design & clinical risk management document (document# 0000026395, version a.84) does not adequately address this complaint condition of ¿does not fit with other parts¿ or ¿will not hold¿. Specifically, line#260 assesses the function ¿assemble screws properly into plates¿, with a hazard of ¿destruction of threads in plate hole and screw head¿ as a less severe risk with a moderate severity of harm, three, and a revised probability of occurrence of improbable, one, with possible harm listed as "poor or no fixation, intraoperative implant removal, increase in or time greater than 20%¿. 2.7/3.5mm va-lcp medial distal tibia plate/8 holes/left: there are 16 complaints for the va-lcp medial distal tibia plate with complaint categories ¿does not fit with other parts¿, ¿stripped¿, ¿does not hold¿, or ¿will not hold¿ in the us and ous complaint history. Approximately 50,252 plates have been distributed in the us and ous. (B)(4). 2.7mm va locking screws, self-tapping with t8 stardrive recess: there are 39 complaints for the 2.7mm va locking screws with complaint categories ¿does not function¿, ¿does not fit with other parts¿, ¿stripped¿, ¿will not tension/tighten¿, ¿will not hold¿, or ¿will not seat¿ in the us and ous complaint history. Approximately 681,428 plates have been distributed in the us and ous. (B)(4). The results of that investigation should be documented on this task and include an investigation into the root cause of any discrepancies in either the occurrence rate or severity. List the file name, version, and approval date of any documents requiring update. If no update is required, document the rationale below. As the complaint description does not identify whether the torque limiting driver was used, it is indeterminate to know if the screws were over torqued. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The device was produced and distributed in july 2013. The source of the manufacture date is the release to warehouse date. The device shows wear and scratches allover on the surface. The conical threads at the head side are badly worn out. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We assume that the screw was not inserted aligned into the conical thread during the tightening of a screw. This situation could cause the damage at the thread. Because of the damage the dimensions which are relevant for this complaint cannot be checked anymore to post-manufacturing dimensions. Therefore this complaint is to be indeterminate from a manufacturing standpoint. Placeholder.